Manufacturer narrative:
This report has been identified as event two of b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. However, the customer stated that the set was applied to pressure of 200+ psi. It should be noted that the instructions for use (IFU) state, "precaution: not intended for use with power injectors."

Manufacturer narrative:
This report has been identified as event two of b. Braun medical inc. Internal (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 2. Set is not staying attached under pressure. In the CT lab the luer connection is popping off, then blood flies.